Event description:
Boston scientific received information that during a routine follow-up, it was observed that this right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement, a high shock impedance measurement, and a high pacing threshold measurement. A revision procedure was to be scheduled, but the patient refused to have the procedure. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.